Manufacturer narrative:
(B)(6). Updated fields: b4, d9, e1 (event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue, but as a precaution replaced the pressure regulator and the helium cylinder. During the functional tests the fse found pim test failed. The pim was replaced, and test was performed. The unit passed all safety and functionality checks as per the service manual.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during standby that the cardiosave intra aortic balloon pump (iabp) had helium leak issue. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 ((investigation findings, component codes, investigation conclusions).